Event description:
Event description guidant received information that the patient was having syncope despite the sudden brady response (sbr) algorithm in progress. Technical services made some programming recommendations to address the issue.